Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after dinner while using the ilet and dexcom, with glucometer confirmation and review of the ilet history showing insulin delivery; the user declined immediate supply changes and later disconnected from the ilet, reporting a peak glucose of 495 mg/dl and inquiring about manual insulin dosing, which was not provided as medical advice. Symptoms included high blood glucose without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included user education on reviewing insulin delivery, guidance to change infusion set and supplies, and recommendation to consider backup therapy. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with potential contribution from infusion site or supply issues not ruled out due to user refusal to replace supplies at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.